Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
It was reported that the tubing of the infusion set "exfoliated by layers from the surface." The tube separated near the luer and one layer slid down. There was no insulin leak.